Event description:
Caller reported experiencing a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the reset process. After the reset, the error code did not reappear, and the caller was advised to wait 20 minutes before starting their sensor session. The caller understood and acknowledged the instructions.